Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Defect found on returned meter - e-0 and e-2 errors. Reported defect not reproduced on returned strips. Root cause: rc-003: other root cause: screws that hold the pcb to the bottom housing were not tightened fully, causing poor contact with test strip in the strip port. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer called for assistance with performing blood test. During the call, blood tests performed by the customer produced e-0 error and test result of 21mg/dl am fasting using true metrix air meter; customer was concerned the 21mg/dl was low. The customer¿s expected am fasting blood glucose test result range is 220-260mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 04/19/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.